Event description:
It is reported that upon opening this implant, the plastic bag was stuck to the implant, leaving a sticky residue.

Manufacturer narrative:
This report will be amended when our investigation is complete.